Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device alarmed motor error during the rewind test due to corroded motor home switch. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported other events such as vomiting and difficulty in breathing. The insulin pump will be returned for analysis.